Event description:
Medwatch user facility report received indicates that pt was revised to address pain, and states that MRI and metal workup are consistent with metal-on-metal local reaction. Postoperative diagnoses: failed right total hip replacement. Possible adverse local tissue reaction to metal. Chronic trochanteric bursitis.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Add'l info from the user facility report: (B)(4) 2011. Right total hip implant. Right total hip implant. (B)(4).